Manufacturer narrative:
The device history record was reviewed. The final test verification specifications are acceptable. No non-conformities or anomalies were found related to this complaint when reviewing the device history record for serial/lot number (B)(4) , manufacturing date 05/30/2018. Product evaluation was performed for p/n#ttns3.00e4-1200 lot#053018 s/n#23b421 on (B)(6)2018. The tip passed flow and thermistor testing. The tip failed leak testing and visual testing due to the observation of dielectric breakdown. No functional test was performed due the presence of dielectric breakdown/damage along the rf trace of the tip. Defects on the tip membrane can lead to a rise in temperature of the tip and can potentially cause patient burns during treatment. The investigation found that flames/sparks from tip membrane are caused by stress concentrations on the flex assembly at the adhesive edge that damaged the rf trace, causing arcing and subsequent burn-through of the flex circuit membrane. The lot history, trend analysis, risk analysis and/or directions for use review were considered acceptable, with the product performing within anticipated rates. The investigation is complete.

Manufacturer narrative:
The product has not yet been evaluated. The investigation is underway.

Event description:
Practitioner reported observing a spark/arc from the end of the thermage tip during a treatment at 130 pulses. The practitioner activated the tip again and observed the same effect. Practitioner replaced the tip and continued with the treatment. No patient impact was reported.